Manufacturer narrative:
The endoscope was not returned for eval, however, isi representatives conducted an investigation at the hosp on 10/18/07. Currently, the da vinci s surgical system user manual specifically states: note: to minimize fogging, maintain heating of the endoscope tip by setting the illuminator brightness to 100% and using the level or iris knobs on the ccus to adjust the brightness of the surgical image. Caution: if the endoscope is working close to tissue, reduce light source output by turning the aperture knob on the illuminator in a counter-clockwise direction pressing the down arrow on the illuminator. This will prevent tissue damage due to excessive heat. Isi contacted the hosp via letter and clarified that the light at the tip of the endoscope can be intense enough to cause tissue damage and that a safe working distance needs to be maintained between the endoscope tip and tissue. Isi also clarified that when working close to tissue with the endoscope tip, the illuminator brightness may need to be set to a lower level to reduce tip heating; however this can result in tip fogging. As of 11/27/07, there have been no reported recurrences of the issue at this hosp.

Event description:
It was reported that during a da vinci nissen fundoplication surgical procedure, "the pt was burned from the heat emitted from the endoscope. The tip of the 12mm 30 degree endoscope heated up enough to cause thermal injury to this pt's liver." The light source (illuminator) setting was at 100%. The site indicates that they, "have since run the light source at 50%, and have not had any issues with inadequate illumination, fogging of the endoscope, or thermal injury." Was received at isi on 10/10/07, regarding this incident.